Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited increased capture thresholds and an unspecified sensing issue. The device was reprogrammed to address the capture thresholds. On (B)(6) 2018, the lead was explanted and replaced. No further information available regarding patient condition.